Manufacturer narrative:
(B)(4).

Event description:
Procedure type: stress ui / pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvilace to needle was used/implanted during this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in pain, infection, urinary problems and dyspareunia. Product was used pelvilace and avaulta anterior. The reason for mesh implantation was cystocele, uterine prolapse and mixed urinary incontinence. Operative findings: not available complications post implant: per pfs, outcome attributed to device, ¿pain, infection, urinary problems, dyspareunia¿.